Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The unit was unable to pass the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to missing retainer ring. The unit failed the self test due to pump error 63 occurring during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap was unable to lock properly into the reservoir compartment due to missing retainer ring. Unit successfully downloaded to thus. Pump was cut to perform visual inspection. The unit had no physical or moisture damage on the following: electronic assembly, motor or force sensor. No unexpected insulin flow blocked alarms noted testing or on event date in history files. Pump error 63 was noted on (B)(6) 2022 06:30 am in history files. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, cracked reservoir tube lip, stained keypad overlay, missing display cover, missing o-ring (reservoir tube), cracked case corner of belt clip rails, cracked case (battery tube), detached retainer, keypad overlay texture damage. No unexpected insulin flow blocked alarms noted during testing. Pump error 63 is confirmed due to cracked soldered joint u-6 (pin 1).additional cosmetic damages were noted on the unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing. Customer complained the pump alarmed insulin flow blocked found on 07 october 2021. Device was unable to pass the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to missing retainer ring. The unit failed the self test due to pump error 63 occurring during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap was unable to lock properly into the reservoir compartment due to missing retainer ring. Device successfully downloaded to thus. Pump was cut to perform visual inspection. The unit had no physical or moisture damage on the following: electronic assembly, motor or force sensor. No unexpected insulin flow blocked alarms noted testing or on event date in history files. Pump error 63 was noted on 06/30/2022 06:30 am in history files. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, cracked reservoir tube lip, stained keypad overlay, missing display cover, missing o-ring (reservoir tube), cracked case corner of belt clip rails, cracked case (battery tube), detached retainer, keypad overlay texture damage. No unexpected insulin flow blocked alarms noted during testing. Pump error 63 is confirmed due to cracked soldered joint u-6 (pin 1).additional cosmetic damages were noted on the unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.